Event description:
Patient had reoccurring hernia superior to previous placed 10x14. Adhesions were noted throughout the mesh and removed.

Manufacturer narrative:
During examination of the sample, it was noted that the mesh was twisted and folded onto itself with integrated tissue throughout. After closer examination, it was determined that the returned portion came from a corner of the 10" x 14" c-qur mesh. Some coating remained on the mesh and can be seen as a dark brown material. There was an area on this explant that showed signs of proper healing, as the mesh was flat and not buckled. There was peritoneum covering the visceral surface and tissue ingrowth through the abdominal wall surface. Close examination of the corner of the explant revealed that there were two holes about two centimeters in from the edge that were probable points of fixation. The mesh on the outside of these holes had folded over onto itself, allowing the bowel to come in contact with the rough side of the mesh. No tacks were found in the mesh or encapsulated tissue, but there were a couple sutures still attached to the explant as received. The reported adhesions and discomfort may have been caused by inadequate fixation around the corners of the mesh, especially if the same fixation pattern was used along the entire perimeter of the mesh. Proper fixation is crucial in hernia repairs of overweight patients with a mesh of this size. The lot number of the mesh used in this implant was not provided, so the lot history of the mesh was not reviewed. Without the mesh lot history and the complete 10" x 14" sample available for evaluation, a definitive cause of the recurring hernia and adhesions could not be determined as part of this evaluation.